Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the connector repeatedly disengaged from the device after being locked in place, producing a brief noise and then popping off, and that multiple new connectors from the same lot failed to remain attached despite correct technique and no visible damage; the device was replaced and additional connectors were supplied. Symptoms included hyperglycemia with readings reported as ¿high,¿ duration above 180 mg/dl for approximately two hours, and alerts indicating glucose above 300 mg/dl for over ninety minutes, without ketone testing, medical intervention, or acute complications. Outcomes included the user initiating backup therapy until the replacement device arrived and subsequent successful setup and use of the replacement. Investigation included remote troubleshooting, review of user-supplied photographs, and collection of the device and unused connectors for evaluation. Investigation of this case revealed no visible damage to the connector pieces or cartridge chamber during remote assessment, and the issue was localized to connector attachment and retention, prompting device replacement and retrieval of affected connectors for further analysis. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device or connector interface failure pending product evaluation.